Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 600 mg/dl. The customer stated that they were hospitalized eleven times in the past for diabetic ketoacidosis. The customer claims that they felt that their insulin pump was the cause of the high blood glucose. The customer did not mention how the pump malfunctioned. However, the customer was currently using the insulin pump as well as taking injections during the time of the call. The customer declined troubleshooting the issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).